Event description:
Per the clinic, the patient experienced an extrusion of the device and an infection at the implant site that was treated with antibiotics (form of administration unknown). The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient underwent a skin flap rotation surgery on (B)(6) 2022 (specific date not reported).the implanted device remains. This report is submitted on october 04, 2022.